Event description:
It was reported that the right ventricular lead had high impedance. The lead was capped and replaced. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr implantable pulse generator (B)(6) 2008. (B)(4).